Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the tip of the probe broke before vitrectomy surgery. The procedure was completed by replacing the probe with new one. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., e.1., h 3., h.6., and h.11. Upon visual inspection of the probe the open pneumatic driveline was detached from engine port. It appeared there was insufficient solvent on the tubing end which likely resulted in a weak bond contributing to the customer's experience. Adhesive residue was present on the tubing end indicating it was likely bonded at one point. The tip of the probe was intact and in good condition which further supports the customer likely meant to say the issue was with the tubing of the probe. The detachment of the pneumatic tubing renders the device inoperable (unable to use) and is visually detectable by the user during setup. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The most likely root cause of the customer's complaint is consistent with a manufacturing error than can occur during the wetting/assembly process of the pneumatic tubing with solvent and subsequent insertion to the probe engine. In order to mitigate the occurrence of this type of event, during the manufacturing process, in-process checks during assembly and after final assembly are utilized to help screen out this type of defect from occurring. Potential contributing factor could be related to customer handling of the product as the aspiration tubing appeared to be bent and we know that when pulling back the rear ergonomic shell, which some customers attempt, can pull-on the tubing from the engine ports. Potential contributing factor could be related to improper handling of the product if the user chooses to disengage the rear ergonomic shell, which can pull-on the pneumatic tubing that are bonded to the engine ports. No further investigative or manufacturing actions are warranted at this time, based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).